Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to push. Customer reported there is fluid under the lcd display. Customer stated that there was blue splash of liquid scattered on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement and self test or verify keypad unresponsive or button error alarm due to damaged to lcd glass. However. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.